Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: on annual service visit, test 15 would not come up with design capacity. Temperature and battery capacity would not change after running on battery for while. No patient involvement.